Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, loss of capture was observed. The patient was asymptomatic to the loss of capture. It was thought that the loss of capture was due to the lead's implant site and patient physiology. The lead remained implanted. The procedure concluded with the patient having remained stable before, during, and afterwards and will continue to be monitored.